Event description:
It was reported that revision surgery was performed due to pain and elevated metal ion levels. At revision it was noted that the acetabular shell and liner were not correctly aligned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery is scheduled for (B)(6) 2012.